Event description:
As reported by the field, during an endovascular embolize, an enterprise2 4mmx23mm no tip intracranial stent (encr402300, 8582197) became impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31122638) and could not pass through the microcatheter (mc). The physician removed the microcatheter and stent from the patient and observed that the stent body was found to be separated prematurely from the delivery wire. New devices were switched to complete the surgery. There was no patient injury reported.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1: initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a followup report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are and 3008114965-2024-00239.

Manufacturer narrative:
Product complaint # (B)(4). Additional event information was received on 19-feb-2024 indicating that they were not able to move the deice at all due to the resistance. They did not torque the device. There was no evidence of physical material within the device. A guide wire and a sychro2 was used before resistance. The prowler select was not kinked/bent. The procedure was delayed by 40 minutes due to the event. The delay was not clinically significant. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during an endovascular embolize, an enterprise2 4mmx23mm no tip intracranial stent (encr402300, 8582197) became impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31122638 and could not pass through the microcatheter (mc). The physician removed the microcatheter and stent from the patient and observed that the stent body was found to be separated prematurely from the delivery wire. New devices were switched to complete the surgery. There was no patient injury reported. Additional event information was received on 19-feb-2024 indicating that they were not able to move the deice at all due to the resistance. They did not torque the device. There was no evidence of physical material within the device. A guide wire and a sychro2 was used before resistance. The prowler select was not kinked/bent. The procedure was delayed by 40 minutes due to the event. The delay was not clinically significant. A non-sterile enterprise2 4mmx23mm no tip was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit. The delivery wire was in good condition (i.e., no kinks, bents, or elongations). The introducer was not returned for evaluation. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis and all measurements were found to be within specification, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The customer complaint regarding a stent being prematurely detached was confirmed since the stent was noted as already separated from the delivery system; based on this condition, the issue regarding a stent that could not pass through the microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, none of the returned components present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The introducer component might have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.